Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operative gastric bypass and after the devices were applied at the gastrojejunostomy anastomosis, the nursing staff incorrectly gave the surgeon the requested stapler and there was no other packages or boxes on the premise. The taller staple height and high blood pressure of the patient resulted in staple line bleeding which was observed 8 hours after patient was sent for recovery. Although the bleeding didn't occur during the procedure, the patient required post-op endoscopy and internal cauterization to stop the bleeding which took 45 minutes to complete. Patient was in intensive care unit, recovering.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operative gastric bypass and after the devices were applied at the gastrojejunostomy anastomosis, the nursing staff incorrectly gave the surgeon the requested stapler and there was no other packages or boxes are on the premises. The taller staple height and high blood pressure of the patient, resulted staple line bleeding was observed 8 hours after patient was sent for recovery. Although the bleeding didn't occur during the procedure, the patient required post-op endoscopy and internal cauterization to stop the bleeding which took 45 minutes to complete. The patient loss more than 500 cc of blood. Patient in intensive care unit, recovering.